Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the catheter balloon was found to be ruptured during the pretest.

Manufacturer narrative:
The reported event was confirmed as manufacturing-related. One sample was confirmed to exhibit the reported failure. Visual evaluation of the returned sample noted one opened (with original packaging), used two way silicone foley. Visual inspection of the sample noted no obvious visible defects. The catheter balloon was inflated with 10 ml methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water) and solution leaked from the eyelets, indicating lumen to lumen leakage. This does not meet the specification as "cuts in lumens are not allowed. Notch not to penetrate drainage lumen and must be properly formed, inflation lumen no nicks allowed." A potential root cause for this failure could be ¿punch depth too large¿. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. Labeling review was not performed because labeling could not have prevented the reported failure. Corrections: d, h. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that the catheter balloon was found to be ruptured during pretest.